Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been eleven other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, something that was like a long, thin scratch was confirmed on the optic. When the back surface of the optic was aspirated by irrigation and aspiration, the scratch-like fibrous foreign matter gradually peeled off from the optic and some, not all, were aspirated. Although not all of the foreign material could be aspirated, the surgery was completed. The foreign material that was not able to be aspirated disappeared on the next day after surgery. The customer suggested the possibility that when the iol was advanced, something that seemed to be a coating film inside the cartridge was peeled off and adhered to the back of the optic, which was then implanted into the patient's eye. Additional information was requested, but further no information was available.

Manufacturer narrative:
The used complaint company cartridge for the suspected lot was not returned. One unopened company cartridge was returned. The unopened returned company cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported foreign material could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. The unopened company cartridge returned for the reported lot was evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No lens or cartridge damage was observed after the functional testing. No foreign material was observed. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical devices (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical devices (ovd), which may result in damage. The manufacturer internal reference number is: (B)(4).